Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (5 mg/ml at 2 mg/day) and bupivacaine (5 mg/ml at 2 mg/day) via an implanted pump. The indication for pump use was chronic low back pain and spinal pain. The hcp reported seeing critical warnings upon interrogation of the pump. The critical alarm had been alarming. On re-interrogation of the pump, the same critical error/motor stall warning appeared. The logs were read and showed a critical alarm for a pump motor stall on (B)(6) 2021 with a 48-hour critical alarm on (B)(6) 2021 and a non-critical alarm for eri (elective replacement indicator) which occurred on (B)(6) 2021. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted that the patient had recently fallen and broken his bones, but the provider did not believe it was related to the pump alarm. Pump replacement had been in the works for some time but with the patient¿s recent accident the providers wanted to wait until the patient was farther along in his recovery. The hcp was walked through silencing the alarms and re-programming the pump to minimum rate. The patient was being prescribed oral pain meds to help manage the increased pain and pump replacement would be scheduled within the next 6-8 weeks. The issue was noted to be resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.